Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced a stroke and was admitted to the hospital. It is unknown if a possible relationship exist between the patient experiencing a stroke and the liberty cycler. Additionally, possible causality cannot be determined based on lack of information received. Additional information related to the patient's history, comorbidities, and hospital course is needed to determine any potential causality. Should additional new information be made available this clinical investigation will be reevaluated.